Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
The device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that a surgical procedure was performed to clean the infection, however the device was not revised and remains in service. The patient was also given intravenous medication to help heal the infection. No additional adverse patient effects were reported.